Manufacturer narrative:
(B)(4). Event occurred in 2012 though exact date is unknown. Implantation occurred in 2012 though exact date is unknown. Foreign source: germany. Concomitant medical products: tibial nail - yellow 9.3 mm diameter 38 cm length: catalog#47249538009, lot#ni; unknown, zimmer natural nail screw: catalog#ni, lot#ni, qty#6. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-02901; 0001822565-2022-02902; 0001822565-2022-02903; 0001822565-2022-02904; 0001822565-2022-02905; 0001822565-2022-02907; 0001822565-2022-02908. Customer has indicated that the product will not be returned to zimmer biomet for evaluation, as it was requested but not returned by the hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent a bone fixation procedure. On an unknown time frame post-implantation, the patient presented with motion pain. Subsequently, the patient underwent additional surgery to fix the implanted tibial nail and screws. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d1; d2; g3; h2; h10. Upon receipt of additional information, this device was determined to be not reportable. The previously reported patient complication of motion pain was alleviated when the patient underwent revision surgery to remove the proximal screws. The reported device was determined to be unrelated to the adverse event as it was not revised. The initial report was forwarded in error and should be voided.

Event description:
It was reported via a clinical study that a patient underwent a bone fixation procedure. On an unknown time frame post-implantation, the patient presented with motion pain. Subsequently, the patient underwent revision surgery to remove the proximal locking screws. The tibial nail and distal screws remain implanted. Due diligence is complete as multiple attempts have been made; it was reported that no further information is available.